Event description:
It was reported by service report that the foot end brakes would not hold to specification and the IV pole mount is cracked causing the IV pole to be loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake adjuster, IV pole mount.